Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description, defective intra ocular lens (iol). Additional information was received; the defect was haptic tilted during iol implantation. In the surgeon opinion the event was caused due to tilting of the haptic in the cartridge. The iol was removed one the same procedure and completed the procedure with a new iol. There was no patient harm.

Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. The product was not returned for analysis. The reporter stated non-company ophthalmic viscosurgical device (ovd), this is not qualified for use. It was stated that in the surgeon opinion, tilting of the haptic in the cartridge caused or contributed to the event. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that according to the surgeon, the product did not cause the event. It is stated in the file that tilting of the haptic in the cartridge caused the event. Most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the intra ocular lens (iol) and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).